Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, foreign objects were observed in the air/water cylinder and tube, as well as in the auxiliary jet tube of the colonovideoscope. There was no patient involvement.